Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer and health care provider (hcp) reported that the patient had shocking sensation in the abdomen due to a sudden change. This began a short time after implant in 2015, around (B)(6). There were no trauma or falls related to the issue. The patient had a revision and new leads were placed. The implantable neurostimulator (ins) was moved in position, but it was not replaced. The hcp wanted the ins replaced, but the surgeon kept insisting only the leads needed to be changed. Only the leads were changed on (B)(6) 2016 by the surgeon. The shocking issue was not resolved and still continued. The patient was now likely going to have a second surgery to replace the ins. Sometimes the shocking was prompted positionally, but it also happened with coughing, sneezing, and hiccups. The patient's spouse called the hcp's office and was told the patient needed to see their gastrointestinal hcp about the shocking. The earliest appointment with the gi hcp would be in (B)(6) and they could not wait that long to see a hcp when the patient stood up and got shocked. The shock went away when stimulation was turned off, but came back even if stimulation was programmed at a low level. The shock was more constant now than before when it was more positional. The hcp could not communicate with the implant as they were not with the patient. Impedances were normal between 200 and 600 ohms. Contacts 2 and 3 were being used. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via a manufacturer representative and health care provider (hcp) reported that once the device was turned off the shocking sensation went away. The device was turned back on due to a return of symptoms. The leads were explanted and replaced on (B)(6) 2016 and the shocking sensation continued. The generator was explanted and replaced on (B)(6) 2016 and the outcome was to be determined. The implantable neurostimulator (ins) was returned. It was unknown if the issue was resolved. There was no patient death and no patient injury.

Event description:
Additional information received from the health care provider (hcp) reported that the diagnostics performed related to the shocking sensations were a kidneys, ureters, and bladder x-ray (kub) and a esophagogastroduodenoscopy (egd). The actions taken to resolve the shocking sensations were that the hcp reduced the settings and turned off the device. The cause of the shocking sensations was not determined and the shocking sensations had not been resolved. No further actions or interventions were planned at this time. The goal was to have the patient's devices replaced, but it had been very difficult to receive approval from their insurance company for any further appointments. If the patient was successful in making a follow-up appointment, the hcp would call a manufacturer representative over to look at the patient's devices.

Manufacturer narrative:
Analysis indicated that the device functioned properly throughout the duration of the testing. The device was set to the parameters the explant device had when it was received. It was noted that #0 and #1 grommets were loose. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.